Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The event occured in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a central line infection coincident with use of a one-link microbore catheter extension set. The customer reported that the infection was possibly a result of the nurse not tightening the cap. However, the exact cause remains unknown. Treatment and outcome were not reported. No additional information is available.